Event description:
Resident reached for handrail when turning in bed to left side. Handrail was not in locked position. Handrail went down and resident fell to the floor, sustaining a fracture to left clavicle. Upon exam it was noted that the rail must be extended 4-5 inches beyond headbord to securely lock. In locked position it remains beyond headboard and rubber bumpers which keep bed away from wall.